Event description:
It was reported that an implant procedure related pocket hematoma was observed. The patient was hospitalized and corrective medical actions were taken. The left ventricular (lv) lead remains in use. The patient is a participant in (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: sonrtip competitor implantable pacing lead 2012-(B)(6); 1cr65 competitor implantable tachy lead 2012-(B)(6). (B)(4).